Manufacturer narrative:
During technical onsite visit the field service engineer (fse) verified both vacuums are working correctly and there are no leaks with any of the connectors. The fse could not find any system problem that would cause loss of vacuum during a treatment. The system is operating within specifications. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows 11 successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The logfile shows that this treatment was aborted due to the info message indicating suction and vacuum issues. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The user performed an vacuum check and passed the vacuum check. This aborted treatment was not restarted or finished at this day. Review of the logfiles for the treatment days prior and after the corresponding treatment day shows no relevant warning or error messages. So no technical root cause could be identified. The system was working within specification. No technical root cause was identified. The possible root cause could be eye movement of the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a vacuum loss during the bed cut of lasik flap creation of the right eye. The treatment was converted to photo refractive keratectomy and the patient is doing well post operatively.